Event description:
Reportedly, no rate response was observed at exercise even when the high level of rate-response is selected. The patient complains about shortness of breath when exercising. The reporter requested an urgent answer (the patient will be seen again in (B)(6)).

Event description:
Reportedly, no rate response was observed at exercise even when the high level of rate-response is selected. The patient complains about shortness of breath when exercising. The reporter requested an urgent answer (the patient will be seen again in (B)(6)).

Manufacturer narrative:
Preliminary analysis of the programmer files received confirmed that the g sensor output is apparently not reflecting the patient's activity. This behavior could be related to a g sensor issue.

Event description:
Reportedly, no rate response was observed at exercise even when the high level of rate-response is selected. The patient complains about shortness of breath when exercising. The reporter requested an urgent answer (the patient will be seen again in (B)(4)).